Event description:
The customer reported to customer service that the transformer of her pump in style breast pump had a loose connection to the pump. Upon receipt and qe evaluation on (B)(4) 2014, a breach in the transformer housing was observed, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on (B)(4) 2014, a breach in the transformer housing was found. There was no report of spark, fire or injury. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured ope, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 59.6 ohms, which is normal and indicates that the thermal fuse did not blow.